Event description:
As reported: the tip of the catheter was broken during use and had to be secured. The patient is ok and no further complications are reported. Additional info received (19-aug-2010): the catheter was broken direct behind the balloon (to be more precise the tip and the balloon are broken). The catheter was inserted lege artis over the thrombotic closure "then the balloon was inflated " the incident occurred during pulling back the filled balloon. The stylet was not affected of this incident and is therefore, referred. The broken tip and balloon are secured surgically. The incision was extended and the parts were removed with a forceps..

Manufacturer narrative:
Evaluation summary: customer report was not confirmed for tip of catheter broken. The actual catheter tube was not damaged. The balloon latex and both proximal and distal windings have been pulled off the catheter tip. All detached components were returned with the catheter. A device history record review was completed and documented that the device met all specifications upon distribution.